Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the device's oxygen blending module manifold was observed. The device's oxygen blending module manifold needs replaced to address the issue. During evaluation, the device failed a test step. The device's sensor board needs replaced to address the issue.